Event description:
It was reported that the physician noted decline of blood pressure during isolation of left pulmonary vein. A cardiac tamponade was confirmed using an echocardiograph. Medical intervention administered was a pericardial puncture to remove blood as well as surgical treatment to stop the bleeding. Two biosense webster alsso catheters were also used during the procedure, one new and the other resterilized. No other info was provided on the catheters.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."